Manufacturer narrative:
Siemens has completed an investigation of the event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. Detailed investigation showed that the hospital¿s emergency power off (epo) button was activated for an unknown reason. Consequently, the system was de-energized according to specification. The power was restored after a few hours, but normal system movements were still found to be blocked since the system was moved with the patient rescue functionality while no power was available. This is an expected system behavior and system messages ¿stand/table adjustment needed, sc - move carefully¿ and ¿mci axle not safety referenced [display_location=1 priority=30]¿ were displayed to the user. The operator manual describes that after moving the c-arm stand manually, while the system was not operating, the position calibration may be affected resulting in blocked system movements, and hence, the system must be readjusted. The system was brought back into normal operation by table and stand reference adjustments as part of service activity. No system malfunction or non-conformity was identified. The siemens system did not cause or contribute to the power failure or the patient's outcome as the system worked as specified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis icono floor system. During a patient procedure, the c-arm would not move. Additional information was received that the failure occurred during a power outage at the customer¿s facility. Siemens was informed that the patient passed away. However, the relationship between the event and the system failure is unknown. Siemens has requested additional information in order to conduct an investigation of the reported event.